Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, implantable pacing lead, (B)(6) 2010; 4195-78, implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the device withheld therapy for ventricular tachycardia (vt) with retrograde. Reprogramming was done and the device remains in use. No patient complications have been reported as a result of this event.